Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level read "high", a specific value was not provided. Reportedly, the customer had not address their elevated bg. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.